Event description:
It was reported that the patient's device had a power on reset (por) and the patient lost consciousness and had broken ribs. The device remains in use. No further patient complications have been reported as a result of this event.